Manufacturer narrative:
The sample was collected in a (B)(4) serum tube and was centrifuged at 3500g for 10 minutes. It was noted the primary tube volume was approximately half full. Service was not dispatched for this event. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc (bci) in regards to an erroneously elevated troponin (accutni) result within the risk stratification range generated by unicel dxc 600i access 2 immunoassay system for one patient's sample. The result was reported out of the laboratory. Subsequent testing produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.